Event description:
On (B)(6) 2016, a dental professional reported that 10 or more patients who were treated with a 3m espe lava ultimate cad/cam restorative for cerec crown required root canal therapy. A request was made to the dentist to provide additional information about each of these cases, but to date, no further data has been received. In this absence of this patient-specific information, this one report is being made to cover all the impacted patients.